Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of drowsiness, thirst, and urination. The patient had their basal rates adjusted by a healthcare professional in relation to the blood glucose excursion. The reporter alleged that the patient had their rates adjusted by one doctor prior to the blood glucose excursion. When the pump¿s rates were adjusted by a second doctor, the reporter stated that the patient¿s blood glucose level returned to normal. The reporter stated that the patient was receiving call service 064 alarms while on the pump. During the course of troubleshooting it was determined that the patient was using expired cartridges and infusion sets. Additionally, the patient was not cycling the cartridges correctly prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump due to use error of the cartridges.